Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd alaris smartsite gravity burette sets experienced leakage, and component separation. The following information was provided by the initial reporter: burette leaks and then the bottom of burette set came off.

Event description:
It was reported that 2 bd alaris smartsite gravity burette sets experienced leakage, and component separation. The following information was provided by the initial reporter: burette leaks and then the bottom of burette set came off.

Manufacturer narrative:
H.6. Investigation: a 10037032 product was not available for investigation; and the lot number was not provided. As part of the feedback the customer provided photographs of the affected product, analysis of the photographs confirmed the customer's experience with separation of the base cap of the burette visible. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the base of the burette during the assembly process; this is a manually assembled joint and therefore the customer's experience is likely to have occurred due to human error.